Event description:
It was reported that a patient, (B)(6) years old, female, underwent an atrial fibrillation (afib) procedure, suffered a pericardial effusion which required pericardiocentesis. The patient¿s blood pressure dropped and a pericardial effusion was discovered. It was stated that the effusion was discovered using the soundstar after the patient¿s blood pressure began to drop. A pericardiocentesis was performed on the patient. The patient is stable at that time, and the procedure was continued.

Manufacturer narrative:
(B)(4) the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
It was reported that the patient had a drop in blood pressure and a pericardial effusion was discovered. The caller stated that the effusion was discovered using the soundstar after the patient¿s pressure began to drop. A pericardialcentisis was performed on the patient. The patient was stable at that time the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3, coil disconnection tester and screening test. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The sensor coils resistance was found within specifications. Force feature was properly working. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
During internal review of complaint file it was found the UDI number provided on initial 3500a report is incorrect. The correct UDI number is UDI# (B)(4). An internal corrective action has been opened to address this issue. (B)(4).

Manufacturer narrative:
(B)(4). The concomitant products: the carto 3 system (serial# (B)(4)), the stockert 70 (serial# (B)(4)), and the coolflow pump (serial# (B)(4)) were utilized in the procedure. In addition to the smarttouch catheter, a lasso catheter d134301 (lot # 17051376l0) and a soundstar eco 10439072 (lot# unknown). (B)(4).